Event description:
It was reported that the device is displaying a service indicator, and it will fail the 3:00am self test. The device will not deliver therapy. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that ic chip, designator u33 failed causing damage to a restor, designator r149. The failure would result in an abnormal shock. After replacing both components & testing therapy functions, the assembly tested ok. No other abnormalities were noted.